Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to needle to cuff miss, include, but not limited to interaction with patient anatomy or inability to maintain position/stability of the device during deployment. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using a 6f sheath after a percutaneous transluminal coronary angioplasty procedure. Reportedly, the suture was not present when the plunger was removed. The lever and foot could not be closed, therefore, the device could not be removed. After some manipulation by hand, the foot and lever were reclosed, and the device was simply withdrawn from the patient anatomy. A sheath was introduced as a stop-gap while preparing the non-abbott device for closure. Hemostasis was achieved with a non-abbott device. A hematoma was observed which resolved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.